Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose of 420 mg/dl and her insulin pump froze and did not deliver a bolus. Troubleshooting was declined. Customer stated she was still receiving basal rate insulin. Nothing further reported.